Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the telemetry communication was excellent and the implant was uneventful. The device chose alternate vector, but the physician programmed primary vector based on the screening results. The defibrillation threshold (dft) test was performed and the device appropriately sensed, shocked and converted. Post-shock, the patient was in atrial fibrillation. The physician elected to cardiovert the atrial fibrillation with a 200 joule external shock. The telemetry session was still active post-shock and the shock zones were programmed to 220 and 240 bpm. Twenty minutes after the implant was complete, the device could not be interrogated. As troubleshooting was exhausted and the device could not be interrogated, the physician elected to explant the device. As a result, the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The device communicated normally with the raw register program and complete memory data was obtained. Telemetry difficulty was observed with the emblem s-ICD programmer and the implant verification assistant. The device was finally able to communicate with the implant verification assistant and a firmware download was obtained. Review of the data indicated there were no system errors present. It was observed that there was telemetry difficulty on the day of the implant procedure. It was confirmed that the telemetry issues were a result of cold temperatures.